Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor was not working and receiving lost sensor. The customer was not able to troubleshoot due to it being a past event. The customer was advised to contact their health care provider regarding sensor cannula not coming out when they removed their sensor. The customer's blood glucose level at the time of incident was 378mg/dl. The customer is being sent out replacement sensor.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor was retracted inside of the sensor base. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.